Manufacturer narrative:
Complaint samples were received for evaluation. One sample was in intact condition while other was in open condition. During visual product evaluation of open sample, it was found that complaint sample pack had broken suture inside. As complaint sample pack was received in open condition functional product evaluation was not performed on received sample. Individual tensile strength value for unopened representative and retain samples were found meeting usp average specification requirement. Per analysis no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Five retained samples evaluated. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. And, the needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an an unknown procedure, and suture was used. During the procedure, the suture broke. There were no patient consequences.